Event description:
This case was reported by a consumer and described the occurrence of fecal incontinence in a pt who received poligrip (super poligrip free denture adhesive cream) for loose dentures. A physician or other health care professional has not verified this report. In 2004, approximately three weeks prior to this report, the consumer started poligrip. Three days after starting poligrip, the pt experienced fecal incontinence and bitter taste. This case was assessed as medically serious by gsk. Treatment with poligrip was continued.the outcome of the event is unk.

Event description:
Follow-up information was received may 2004. The consumer, who identified themselves as a physician, clarified that their symptoms were sudden lower gastrointestinal impluse of bowel movements with a gluey residue. The outcome of the events remains unk.